Manufacturer narrative:
(B)(6). Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - it is likely that the fm was present in the syringe before additive dispense and assembly, although it is not possible to determine exactly what it is.

Event description:
It was reported that foreign matter was found in the syringe of a bd gasometry syringe¿ a-line luer lock. No injury or medical intervention reported.